Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator and ventilator interface board were replaced to resolve the issue.

Event description:
The hospital reported that, at power-up, the unit alarmed and mechanical ventilation was not available. There was no report of patient involvement.